Manufacturer narrative:
Lead: model 3778-60, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown. Lead: model 3778-60, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown. Programmer: model 37742, serial #(B)(4). Recharger: model 37752, serial #(B)(4).

Event description:
It was reported that following a fall the patient experienced a power on resent condition. The device was reprogrammed and stimulation regained. The patient was reported to be having good therapy.